Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measured 3.0 mm and appeared used. Examination under magnification revealed that the tip face was consistent with normal degradation. The fiber was fractured approximately 90 cm from the distal tip and was held together by the blue coating. No damage has been noted to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was exiting the break in the fiber and effective transmission was not measured due to the break. The condition of the returned device confirmed the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported on boston scientific on (B)(6) 2016 that an accumax 200 laser fiber was used during cystoscopy, right ureteroscopy, laser lithotripsy, and right stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the laser fiber broke while being inserted by the physician into the flexible ureteroscope. The physician felt a burning sensation but exposure to the laser did not cause injury. Reportedly, the incident happened 33 seconds after the laser energy was activated and fired 199 pulses with a total of 199, 40 joules used. The hospital staffs and the patient were wearing protective laser goggles at the time the problem occurred. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
UDI= (B)(4). Mfg site name: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported on boston scientific on (B)(6) 2016 that an accumax 200 laser fiber was used during cystoscopy, right ureteroscopy, laser lithotripsy, and right stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the laser fiber broke while being inserted by the physician into the flexible ureteroscope. The physician felt a burning sensation but exposure to the laser did not cause injury. Reportedly, the incident happened 33 seconds after the laser energy was activated and fired 199 pulses with a total of 199, 40 joules used. The hospital staffs and the patient were wearing protective laser goggles at the time the problem occurred. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.